Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins). It was reported that the patient never received stimulation in their back, and didn't cover that area. The patient reported that shortly after implant the stimulation never worked because it was not placed in the correct area. The patient felt like the device was never functioning. The patient had wanted the device removed, but the procedure never occurred. No further complications were reported or anticipated.